Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the failure analysis for the instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the logs indicate a cut failure followed by a jammed blade, which could be an indicator of cutting thick/hard tissue. Regarding the fragments, there did not appear to be any, based on the pictures. The customer¿s description of ¿we can see something sharp in the bite¿ could be interpreted as the blade (something sharp) becoming dislodged in the jaws (aka the bite).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm but could not reproduce the reported complaint. The instrument was found to have dislodged blade based on log review. Visual inspection showed that the blade was not exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of system logs showed one blade exposed failure. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. The instrument was placed and driven on an in-house system. The instrument passed the self test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the knife slot test. No ceramic dots were missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation not reported by site: the instrument was found to have a bent knife cable. The instrument was found to have scratch marks on the inside surface of the grip tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument did not work, the customer could see something sharp in the bite. The customer opened a new one to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the event: the instrument did not work.